Manufacturer narrative:
The technician replaced the communication cable to repair the bed.

Event description:
Info received indicates a nurse call is not being received at the nurses' station due to broken pins on the connector of the communication cable.